Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had a syncopal episode. There were no stored episodes from that time. Right atrial (ra) noise was noted. The device was previously programmed vvir. The presenting electrogram (egm) showed the device was operating as programmed. No additional adverse patient effects were reported. The device remains in service.